Event description:
It was reported that the patient presented in clinic. A device interrogation was performed to reveal that the patient's right atrial (ra) lead exhibited lead noise due to the lead being fractured. Programming changes were made to disable the ra lead. The patient's condition was unknown.